Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection of unknown duration occurred. Data was evaluated and the allegation was confirmed as loss of connection greater than one hour. The probable cause was the transmitter and app were unable to complete a data transfer. The reported event of loss of connection of unknown duration is reportable based on the finding of loss of connection greater than one hour. No injury or medical intervention was reported.